Manufacturer narrative:
On (B)(4) 2015, an ocd field engineer (fe) arrived at the customer site and confirmed the customer concern. Fe performed optics adjustment, inspected the optics and verified card movement and positioning for reading. Created new reference image, corrected very slight tilt to the camera and removed dust and dirt particles from optics path. The dust and dirt could be seen on the image. The investigation determined that the most likely root cause of this event was instrument related. Erroneous results were reported as a result of this incident.

Event description:
Provue is reporting a negative reaction and customer is visually noticing a weak reaction in igg gel cards, for albaqchek qc and patient samples during antibody screening. Customer visually noticed a weak reaction in qc and patient samples while provue reported negative reaction. The issue is only being noticed with one lot of igg cards. Issue is resolved, visually and on provue, when an alternate lot of cards is used. The cards in question were investigated for false positive reaction in a separate record referenced in the complaint file.